Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: "during preventive maintenance, device is not passing flow sensor test."